Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation a lot history review (lhr) of asdts0071 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after opening the package and pre-flushing the infusion set prior to infusion by port, an operator found the port hub leaked liquids. Immediately gave up using it. Opened another kit.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set. Light usage residues were observed throughout the extension tube. The safety mechanism was not engaged and the needle cover was in place over the needle tip. Microscopic inspection of the sample did not reveal any evidence of previous or current leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of asdts0071 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after opening the package and pre-flushing the infusion set prior to infusion by port, an operator found the port hub leaked liquids. Immediately gave up using it. Opened another kit.